Event description:
It was reported patient underwent right total hip arthroplasty (B)(6) 1999. A subsequent revision was performed (B)(6) 2013, due to cup loosening. The cup, liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of deviation history show that lot released with no recorded deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."